Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels were not impacted. For the past occlusion alarms no damage was noted to the cannula or infusion set tubing in use. A system check was performed using the current supplies and the pump performed as intended. The contact declined to remove the customer's infusion set site to inspect the cannula as the customer's bg levels were not impacted. Reportedly, the customer wears their pump in a belt against their body. Tandem technical support recommended to allow a bolus to complete prior to returning the pump against the body in order to prevent an abrupt temperature change to the pump.